Manufacturer narrative:
As stated in section b5, this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00204 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the urethane outer layer had been rolled back in the distal direction. The proximal end of the urethane outer layer had been moved to the distal location of the shaft. There was a bump at approx. 47mm from the distal end. The urethane outer layer had been peeled off the core wire at approx. 175mm from the distal end and rolled back over the wire at approx. 292mm from the distal end. The metal part was confirmed to be in its place, indicating that the proximal end of the urethane outer layer had been fixed to the core wire at this point. There were no anomalies between the core wire and the metal part. Simulation testing was conducted on a normal guide wire sample and a competitor's catheter. Based on the assumption that the patient's vessel had been stenosed or calcified, a part of the phantom vessel was clamped with forceps. A guide wire sample with a slight peel-off having been given to the proximal edge of the urethane outer layer intentionally, was inserted into the competitor's catheter. This combination was inserted into the above prepared phantom vessel with a curvature radius of 7mm given to it. In this situation, the guide wire was pushed in and pulled out of the competitor's catheter. After 25-time push-pull actions was given to the guide wire, the edge of the proximal urethane coat began to peel and rolled back over the wire in the distal direction, duplicating the condition of the actual sample. A review of the device history record of the involved product/lot# combination confirmed there were no indications of production-related anomalies. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the investigation findings. The device labeling does address the potential for such an event in the instructions-for-use (IFU), with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00204 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot# confirmed there were not any indications of production-related problem or discrepancy in the inspection/test results. A search of the complaint file found no other report with the involved product/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported peeling of the hydrophilic coating on the advantage device. Follow-up communications with the user facility confirmed the following information: (1) during an intervention the hydrophilic coating of the distal part of the advantage device was peeled away; (2) no parts remained in the patient; and (3) there was no patient impact.